Event description:
It was reported that there was an anchor/lead replacement and both of the leads were listed as explanted-complete 2014 (B)(6). It was also noted that there was an anchor issue. It was noted that the silicone pulled apart from the inner titanium. It was noted that there were two anchors and the other one was fine. It was noted that the ¿[anchors] were not reg to patient just leads and implantable neurostimulator (ins).¿ symptoms or complications associated with the event included less than 50% therapy relief at the right side implant. There was no troubleshooting performed. The event occurred during normal use. It was noted that it was not required. The patient¿s status was alive with no injury. It was later reported by the patient on 2014 (B)(6) that they had an implantable neurostimulator (ins) replacement on tuesday. The patient was asked if it was due to normal battery depletion and the patient replied that they had a fall in (B)(6), her ¿spine shifted a little bit¿ and the leads were loose. The patient stated, she did not know the ceiling was leaking in the bathroom at 4 a.m. Because, she just had a procedure on ¿tuesday¿ and she hurt herself. The patient described the procedure as an ¿aliasis.¿ the patient called the doctor and ¿went in the next day.¿ the patient stated that they took an x-ray ¿which told¿ that ¿the box had moved couple of leads came out¿ from the implant in 2010. The patient mentioned that she was going in to program laying down to adjust to her movement. It was later reported that the anchor was returned. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2014 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger product ID 3550-39, serial# unknown; product type accessory product ID 3550-39, serial# unknown; explanted: 2014 (B)(6); product type accessory. (B)(4).

Manufacturer narrative:
Analysis of the returned anchor found that there was no significant anomaly. It was noted that there was a cosmetic cut on the stim titan anchor.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that prior to the device replacement, the "alaysis of adhesion" procedure the patient had melted the wires and they moved or came out of place. The patient didn't remember what the procedure was. After the procedure, the ins was working and she was doing well but she slipped on water and fell. The patient was numb so she couldn't tell if she had done any damage. The leads were sticking her and moving around and that's why the device was replaced.

Event description:
It was reported the revision was due to lead migration. It was noted the patient now had perfect coverage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.